Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Patient was hospitalized two days after implant for chest and back pain. Pulmonary embolism and cardiomems sensor was ruled out. Pain was suspected fibromyalgia or medullary sponge kidney etiology due to widespread pain.

Event description:
Patient was hospitalized two days after implant for non-cardiac related chest pain as well as back pain. Pulmonary embolism and cardiomems sensor was ruled out. Pain was suspected fibromyalgia or medullary sponge kidney etiology due to widespread pain. The physician stated symptoms were unlikely related to the cardiomems insertion other than positioning during the procedure, however, the cause of the symptoms remain unknown. The patient was hospitalized for two days, treated with medication and oxygen and was then discharged.

Manufacturer narrative:
No device analysis is available because the device remains implanted. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed. Clinical considerations for patient selection are identified in the la-400275-g or equivalent which includes patients who may not be appropriate for implantation of the cardiomems hf system. The cause of the reported event remains unknown.